Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as the customer declined to provide this information. Technical support took action by confirming the replacement of the pump, instructing the customer to return the malfunctioning pump using a pre-paid label, and ensuring that the pump would be replaced, but the customer did not disclose their backup therapy plans during this transition.